Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision due to rotator cuff tear, pain and downward range of movement. Intra-operatively, the humerus was found to be subluxed posteriorly with the humeral head caught on the posterior edge of the glenoid component.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of posterior subluxation of the humerus, which led to pain and decreased range of motion.

Event description:
Revision due to rotator cuff tear, pain and downward range of movement. Intra-operatively, the humerus was found to be subluxed posteriorly with the humeral head caught on the posterior edge of the glenoid component.